Event description:
It was reported that during an apical resection procedure, the middle of staple line had malformed staples. The procedure was completed by hand-suturing. The pt developed air leak the following day and had to be brought back for additional surgery. Pt is recovering without any further complications.